Event description:
Patient was brought to the electrophysiology (ep) lab for atrial fibrillation ablation. Upon entering the ice catheter into the body, it was noted that it was not working. Catheter was removed from the body and a new catheter was placed. The ablation was complete and no injury to the patient was noted.